Event description:
This is an international report where a customer reported, a cassette that was damaged. Patient injury and medical intervention were not reported for this event. Patient not involved.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The reported condition was not confirmed. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report of 1 of 5.